Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient is not satisfied with how the inflatable penile prosthesis (ipp) pump works. A surgery was performed and all components were removed and replaced, except for the reservoir. The physician was able to confirm the reported pump malfunction. The reimplantation was successful and the new implant works well.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is not satisfied with how the inflatable penile prosthesis (ipp) pump works. Additional information was requested, however, no further information was provided.